Event description:
It was reported that customer had issues with leg bags. They were saying that it seemed like something was wrong with the valve at the top of the bag, so urine was not draining easily into the bag, but was either backing up into the patient foley, or drained at a trickle into the bag. Representative stated that, it sounded like it may be air lock which did slow down draining into the bag and asked if the rn could manipulate the bag to allow some air flow within the drainage bag prior to use. Customer stated that it was not the bag itself that was air locked, it was the flutter valve. They did test one where they actually put air into the valve and bag, thought the same thing, air locked. It improved a little. Customer put another on the patient, manipulating the bag to get some air in there, and it was still not flowing through the valve. Patient drained to an overnight bag. Changed it out to a leg bag and backed up in the tubing, patient started leaking around catheter insertion. Got another leg bag and manipulated it, got some air into it and still backed up into tubing. Replaced with overnight bag. Customer had both bags emptied of the little urine that did drain into them, but they were dirty (lot#nghw0270).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had issues with leg bags. They were saying that it seemed like something was wrong with the valve at the top of the bag, so urine was not draining easily into the bag, but was either backing up into the patient foley, or drained at a trickle into the bag. Representative stated that, it sounded like it may be air lock which did slow down draining into the bag and asked if the registered nurse could manipulate the bag to allow some air flow within the drainage bag prior to use. Customer stated that it was not the bag itself that was airlocked, it was the flutter valve. They did test one where they actually put air into the valve and bag, thought the same thing, airlocked. It improved a little. Customer put another on the patient, manipulating the bag to get some air in there, and it was still not flowing through the valve. Patient drained to an overnight bag. Changed it out to a leg bag and backed up in the tubing, patient started leaking around catheter insertion. Got another leg bag and manipulated it, got some air into it and still backed up into tubing. Replaced with overnight bag. Customer had both bags emptied of the little urine that did drain into them, but they were dirty (lot# nghw0270).

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted 26 opened (with original packaging), dispoz-a-bags. Visual inspection of the sample noted evaluated 8 per sampling plan. Five (5) were able to drain 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) into the bag and out of the bag without issues. The remaining three (3) was attempted to fill the with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and would not flow into the bag, after manipulating the anti reflux it eventually flowed into bag. This does not meet specification. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿incorrect assembly operation". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "bard® dispoz-a-bag®: leg bag with flip-flo¿ drainage valve. Sterile unless package is opened or damaged. Reusable, single patient. Read the instructions before use. The package contains a leg bag, two leg straps infabric and an 18" extension tube." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.